Manufacturer narrative:
This report is submitted on september 09, 2022.

Event description:
Per the clinic, the device was explanted on (B)(6) 2022 due to poor sound quality with device use. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on october 13, 2022.